Event description:
New information received noted that the lead also exhibited r wave amplitude variation.

Event description:
It was reported that the patient presented in clinic for follow up with a right ventricular lead that exhibited failure to capture and induced ventricular arrhythmias. Lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.